Event description:
The patient underwent right tha for oa on (B)(6) 2005. In 2015, femoral side osteolysis was confirmed. The patient underwent revision surgery on (B)(6) 2015 due to expansion of osteolysis and the pain. The stem was replaced to exeter. The liner was not replaced. The patient lives a sedentary style.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Reported event: an event regarding pain and osteolysis involving a securfit stem was reported. The osteolysis was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty with quite likely impingement and subluxation phenomena in the bearing as supported by the metal smearing on the head leading to ceramic wear as evidenced by the presence of wear scars on the femoral head and osteolysis on both femoral and acetabular bone side." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence device related factors were responsible for the event. The exact cause of the event was determined to be as a result of shell malposition. Additional information, including operative reports, progress notes and return of the device are however needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient underwent right tha for oa on (B)(6) 2005. In 2015, femoral side osteolysis was confirmed. The patient underwent revision surgery on (B)(6) 2015 due to expansion of osteolysis and the pain. The stem was replaced to exeter. The liner was not replaced. The patient lives a sedentary style.